Manufacturer narrative:
Product complaint (B)(4). Investigation summary :although distributed by medtech orthopedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: after three reminders, no further information was provided to supplier. Documentary review: review of the manufacturing file for bi-mentum pe liner 28/47: production: 100 units of batch of 125616007 were manufactured on 25/10/2021. Dimensional and roughness controls comply with supplier specifications. The manufacturing file was checked for conformity by the release department on 10/28/2021. Technical investigation: in the absence of the device, it was not possible to conduct a technical investigation. The manufacturing data comply with supplier specifications. No additional information has been provided to identify the cause of the "pain - instability" or to demonstrate whether the supplier implant was the source of the event. Conclusion: consequently, supplier does not have sufficient information to determine the cause of the "pain - instability". The cause of the revision could neither be demonstrated nor determined. As part of medtech orthopedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
A depuy synthes implant was revised and reviewed for analysis reason for revision: instability & pain